Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected since implant 6 months ago. The daily right ventricular (rv) lead pacing impedances were noted to be low with noise. The noise and low impedances can contribute to accelerated battery depletion and ineffective pacing. As a result, pacemaker replacement was recommended, with further lead troubleshooting during the replacement procedure. This pacemaker and rv lead remain in-service at this time. No adverse patient effects were reported.